Event description:
An attempt was made to use the device on a person diagnosed in cardiac arrest. The person's downtime was said to be 10 to 15 minutes. The device allegedly failed to turn on. An advanced life support team arrived within approximately 2 minutes and took over treatment of the pt. The pt was diagnosed as asystolic. The pt was diagnosed as asystolic. The pt was not resuscitated. The rptr indicated the device did not likely cause or contribute to the pt's outcome. This opinion was based on an assessment of the patient's viability.